Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red burn under the lifevest equipment. The patient's physician diagnosed the patient with a second-degree burn. The physician prescribed anti-inflammatory lotion for the irritation. Follow up indicated that the skin irritation improved.